Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  This complaint is for a report of a use error during the initial drain stage, where the home patient stated that the patient line was not fully primed when they connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly priming the disposable set. The patient guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs the user to verify that the patient line is properly primed. The patient guide provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc) machine. The home patient (hp) stated that the patient line was not fully primed when they had connected to the patient line. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The hp was to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.